Event description:
Paramedic attempted to transcutaneously pace a pt in cardiac arrest with a idioventricular rhythm at 100ma at 70bpm and 125ma at 70bpm respectively. The pt received two shocks of electricity for pacing when the cardiac monitor alarmed, stopped pacing and gave an error of leads off. Leads were checked numerous times and found to be attached. Leads were even held on to body without success.